Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the product was not returned to abbott vascular for analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that a coagulation of blood and/or contrast on the guide wire resulted in the reported physical property issue; thus resulting in the reported difficulty to position and difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal left anterior descending coronary artery with moderate tortuosity, moderate calcification and 90% stenosis. A 014 hi-torque pilot 50 guide wire successfully crossed the lesion. An unspecified balloon dilatation catheter (bdc) was advanced over the guide wire to complete pre-dilatation of the lesion. On removal of the bdc, resistance with the guide wire was met. An unspecified stent delivery system (sds) was advanced; however, also met resistance with the guide wire and could not cross the lesion. The wire and sds were removed as a single unit. Outside of the anatomy, it was noted that the coating of the guide wire was sticky. A new unspecified guide wire was used to complete the procedure. There were no adverse patient effects. No additional information was provided.